Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. The service engineer inspected the device and performed est and adjusted the relieve valve and all test passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed extended self test (est) and generated error code safety valve issue. No patient involvement.